Event description:
A malfunction was reported with the occurrence of a malf 12 code, but there were no significant events prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and it was confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reoccur.